Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a large unruptured aneurysm measuring 25mm located in the right p-comm (posterior communicating) artery. It was reported that the patient underwent pipeline (3.25mm x 16mm) embolization treatment on (B)(6) 2013 without issues. There was rapid stasis in the aneurysm post procedure. On (B)(6) 2013, the patient had a seizure and came back. The patient expired due to the aneurysm rupturing as she was being brought to inr. CT (computed tomography) scan showed an sah (subarachnoid hemorrhage).

Manufacturer narrative:
Updated implanted date. Reference cer (B)(4) follow-up 1.